Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The patient's left ventricular (lv) lead was reprogrammed and the stimulation was resolved. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead exhibited high output. The output was lowered two days after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the patient continued to experience phrenic nerve stimulation since implant. It was noted that when laying down in a left position, the patient would sometimes experience minimal stimulation. It was also noted that the stimulation was not a big problem for the patient. Reprogramming was done to try to completely resolve the issue and the lead remains in use.